Event description:
A customer reported encountering a cgm error 42. There was no adverse impact to the customer's blood glucose level. Customer was guided through a pump reset by technical support, after which the error code did not reappear, and they successfully began a new sensor session.